Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that a pin hole was found near the hub of the lumen. No other information was provided. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking chronic catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one broviac s/l chronic catheter. The sample terminated 10.7cm from the crimp collar. Usage residues were apparent and the over-sleeve markings were worn. Two small circumferentially opposite splits were observed in the over-sleeve near the crimp collar. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent; however, leaks were observed emanating from the sites of the aforementioned splits. Tactile inspection of the sample revealed clamping impressions in the over-sleeve, including adjacent to the crimp collar. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Microscopic inspection of the splits near the crimp collar revealed sharply defined edges. The split edges exhibited granular fracture surfaces. The splits were found near the distal end of the barbed luer hub stem. The split locations, characteristics and accompanying clamping impressions were consistent with damage caused by clamping near the luler hub stem. Clamping in this region compresses the catheter tubing between the harder surfaces of clamp and the luer hub stem, causing damage. The product IFU states ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿ a diagram is also included in the product IFU indicating where to avoid clamping.